Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v433167, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Date of event is estimated.

Event description:
A consumer whose indication for use is dystonia reported that the patient had turned off his implantable neurostimulator (ins) for a period starting a couple of months ago because he did not think the ins/therapy was helping him. The patient's friend or family member thought the ins was dead. Communication problem was reported; the friend or family member tried to charge but saw the reposition antenna screen over and over. Three weeks later, additional information received from health care provider (hcp) reported that there was no specific event, poor response. It was noted that the gpi (internal globus pallidus) leads did not have optimal position. It was noted that much reprogramming was done. The right gpi lead was not in the gpi and was turned off. The patient would use the subthalamic nucleus (stn) electrodes. The patient had gpi and stn electrodes. The left gpi lead and stn electrodes were in use. Three years later, the consumer's family reported that the one the patient had put in in 2010 in the globus pallidus (gpi) had not worked at all and they felt it was a little bit off and they could affect some change if they did another surgery and reposition those. A second system was implanted in the sti as well in 2011 and neither of them worked. There was no change to symptoms. The batteries had since been turned off. The healthcare professional had told the patient that they did not possess the dty1 gene and deep brain stimulation was less effective in patient missing the gene. It was indicated that both systems were no effective since implant. Additional information has been requested regarding the cause of lack of therapeutic effect but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.